Event description:
It was reported that prior to an unknown procedure, a port was noted to be faulty when the scrub nurse tried to prime (for the blade of the port to be locked ready so when pressure is applied the blade is released and will cut the tissue) the port. However the red button would not lock therefore the blade would not be released therefore the port was not used. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the k12lt pack was returned for analysis in good visual condition. The obturator was returned with the reset button in the disarmed position. A cb12lt was received along with the pack. In order to replicate the reported incident, the instrument was armed and it was noted to arm intermittently. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.